Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5000-pm is available in the USA with a 510k number prototype. Evaluation summary: it was caused due to the sbc pcb failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Brand new epk-i5000 processor with defective sbc board. The unit is stuck at "network/file system loading" and it is unable to load into sbc's application. Problem fixed by replacement of said board.